Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to device replacement due to normal battery depletion, noise was observed on the right ventricular (rv) lead. It could not be determined if the issue was due to the rv lead or by the connection between the lead and the header of the device. The rv lead was capped and the device was explanted and replaced in order to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2018-06736.